Event description:
The customer reported obtaining increased white blood cell (wbc) backgrounds and vote outs when running quality controls (qc) on the coulter lh 500 hematology analyzer. The customer also stated observing bubbles in the red blood cell (rbc) diluent dispenser (pm11). Erroneous results were not generated and there was no report of change or affect to patient treatment in connection with this incident.

Manufacturer narrative:
A field service engineer evaluated the instrument and replaced a defective rbc diluent dispenser (pm11) which resolved the reported issue. (B)(4).